Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts "slider operation error (sliding interrupted)" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual inspection of the injector and functionality test were performed. No damage was observed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. The expected results of functionality test were met. The event code of slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider operation error (sliding interrupted)" during implantation in right eye. No eye injury noted.